Event description:
The implant malfunctioned due to an engagement issue. The malfunction did not cause or contribute to a death or serious injury. 09/04/2024 16:44:41 ((B)(4)). User:(B)(4) received date of the return product:03/09/2024.